Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A non-healthcare professional reported that the issue with monitor, click on proceed it would not go to next screen before cataract surgery in the right eye. Patient interface and insert was switched.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the click on proceed it would not go to next screen before surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).